Event description:
It was reported that the device was under delivering the drug. No patient injury was reported.

Manufacturer narrative:
The product was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Two (2) pictures were attached, during the analysis conducted it could be observed a product from different angles; the pump tube looks like low. Visual inspection: no damage was found on the components. Functional testing: the sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. The samples failed the test; thus, the failure mode reported is confirmed. A CAPA was open, on which root cause states that inadequate process controls for tube arch height and tube placement have allowed pump tubes on pump disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery. The CAPA is in verification of effectiveness phase. The cause of the reported problem was traced to the manufacturing process. The following actions were taken: improve manufacturing method to introduce range plates into production process for assembly pump tube complete on 13-oct-2021; implement new inspection step using new equipment in production process - complete on 23-may-2022. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.